Event description:
It was reported that this right atrial (ra) lead exhibited elevated high threshold but no noise. Boston scientific technical services (ts) discussed if the device is detecting, sensing, and atr mode switching appropriately. The lead remains in service. No adverse patient effects were reported. Additional information indicated that this lead exhibited undersensing. The healthcare professional (hcp) has adjusted the ra sensitivity. Boston scientific technical service (ts) discussed possible atrial fibrillation (af) since continuous atrial arrhythmia and noise. Additionally, atr episodes were noted.